Event description:
Information was received from the patient and their wife regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ¿battery moved,¿ because it was giving them a lot of pain. The patient¿s wife indicated that the patient had a hard time finding the device so the doctor moved the ins position. It was reported that the event occurred on (B)(6) 2015-. No further complications were reported/anticipated.